Event description:
The zfen graft was explanted in (B)(6) 2020.

Manufacturer narrative:
The device was not returned for evaluation. Three requests were made to obtain additional information. Unfortunately no additional information was provided. The work order was not provided for this complaint, therefore, it cannot be reviewed against specification. Based on the information provided, the root cause of the difficulty reported by the customer is unknown.

Event description:
The zfen graft was explanted in (B)(6) 2020.